Event description:
It was reported that the patient¿s pain medication was ¿cut back¿. The patient previously received 200 pills of methadone and currently only got 110 for her breakthrough pain. The patient¿s last refill was in (B)(6). The patient¿s experienced breakthrough pain that was ¿horrible¿, ¿a nightmare¿ and ¿very serious¿. It was noted that the patient had intractable pain due to nerve damage from an accident several years ago and ¿is suffering¿. The patient ¿can¿t live anymore, can¿t do anything¿ due to the breakthrough pain. It was ¿depressing and torturous pain everyday¿. The patient used to dust and water outside, but now couldn¿t do anything. The patient was ¿totally disabled¿ and her whole life was around her pain management. The patient and her healthcare provider (hcp) had a fight and the hcp cut the patient¿s pain medications in half. On the day prior to the report, the patient had a consult with a different hcp, who reviewed different pain medications, including fentanyl, which the patient hates, and also no longer taking oral methadone. A personal therapy manager (ptm) was also discussed. The patient had a refill scheduled for (B)(6) 2013 and the ptm option was to be discussed. The device system previously received dilaudid 20mg/day with refills every two months. At the time of the report, the dilaudid dose was 8mg/day. The device system was also used to deliver baclofen at a ¿low¿ dose of ¿1 or 2¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w lot# l44338, implanted: 1997 (B)(6); product type catheter product ID 8596 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).